Event description:
Reportedly, after an MRI exam, the rms report post MRI showed missing or wrong impedances without any other sign of theses values on the leads graphs in page 4.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The high atrial impedance in red on the summary of the device information on the pdf report is linked a coding error in the software code that generates the pdf report. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, after an MRI exam, the rms report post MRI showed missing or wrong impedances without any other sign of theses values on the leads graphs in page 4.